Event description:
As reported by the (B)(4) study, the patient experienced non-st segment elevation myocardial infarction (nstemi) one day after the index procedure. The target lesion was located in the proximal left anterior descending (lad) artery. The lesion was described as de novo, type a, non-thrombosed, 24mm in length, 90% stenosed, with no calcification. The reference vessel was 3mm in diameter and non-tortuous. The lesion was pre-dilated with a 2.5x12mm non-cordis balloon catheter. A 3x18mm cypher rx stent was successfully implanted at 14atms. Post-dilation was performed with an unknown 3x18mm balloon catheter at 14atms. A second 3x13mm cypher rx stent was implanted overlapping the first cypher stent at 14atms. Post-dilation was performed with an unknown 3x13mm balloon catheter at 19atms. Pre and post-procedure timi flow was 3. No dissection occurred during the procedure. One day following the index procedure, the patient experienced an elevated ck-mb (12.52) and troponin I (3.67) and was diagnosed with nstemi. There was no evidence of stent thrombosis and no treatment was performed. The event resolved without sequelae. According to the investigator, the event was not related to cordis product or the index procedure.

Manufacturer narrative:
(B)(4). The device was received with the blade scratched and cracked, it was not broken off. The device was connected to a test hand piece and a generator and was functionally tested. During testing, an error code 5 was displayed and the blade further broke off. No noise issues or solid tone were noted at any time. No error code 3 was displayed during testing, an error code 3 is related to a handpiece and not the disposable instrument. The device will stop activating, and either emit a solid tone or display an instrument error code 5 on the generator display when the blade becomes damaged. When a blade has been compromised such as scratched or cracked, the titanium metal is fatigued when continually energized and this results in the blade further cracking and possibly breaking off. Blade damage may occur from external contact with metal or plastic during pre-op or general use. It is possible that the returned device may have been used to complete the procedure and is not the device complained about.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic procedure for hysteromyoma , an error 3 was displayed at the system check. The device was reset, but the event continued and an abnormal sound was heard. Another device was used to complete the case. There were no adverse consequences for the patient. When the blade was cleaned after the operation, the tip of the blade was broken off. No broken pieces were left inside the patient.